Manufacturer narrative:
A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using bd plastipak¿ syringes foreign matter was found in the fluid pathway. There was no report of patient impact. The following information was provided by the initial reporter: upon checks, our pharmacy team noticed small foreign objects that resembled plastic floating in the syringe. It is believed that the objects could not have come from the vial as they are too large to fit through a 19 g needle used.

Manufacturer narrative:
H6: investigation summary: a device history review was performed for the reported lot 1807016, no deviations or non-conformances were identified during the manufacturing process that could have contributed to this issue. Customer reports small foreign objects in the fluid path of the syringes. Upon visual inspection of the ten retained samples no contamination or foreign matter can be noticed in the fluid path of the syringe. The samples were examined under the microscope (10x) no finding any fiber or particle. Upon visual inspection of the pictures received, it can be seen a white foreign particle in the stopper of the syringe. Visual aspect suggest this is polypropylene dust with silicone from the lubrication of the device. This foreign matter could have been generated during assembly or transport processes due to the friction of pieces. The areas where pieces run in manufacturing floor are protected to avoid damage on pieces or particles generation.

Event description:
It was reported while using bd plastipak¿ syringes foreign matter was found in the fluid pathway. There was no report of patient impact. The following information was provided by the initial reporter: upon checks, our pharmacy team noticed small foreign objects that resembled plastic floating in the syringe. It is believed that the objects could not have come from the vial as they are too large to fit through a 19 g needle used.

Manufacturer narrative:
The following fields were updated due to additional information: h6: investigation summary no physical samples that display the reported condition were available for investigation. Multiple photos were provided which shows a white particle on the stopper of the syringe. Through visual inspection, the particle appears to be consistent with polypropylene particle mixed with silicone from the lubrication process. A device history review was performed for the reported lot 1807016, no deviations or non-conformances were identified during the manufacturing process that could have contributed to this issue. Ten retained samples of the same lot were used for additional evaluation. All product was inspected under the microscope using magnification, no fibers or other foreign particles were observed on any of the devices. Manufacturing for this product is performed in a clean room which is kept under a positive pressure to reduce the chance of foreign matter. The assembly station has a de-ionizer and vacuum system used to remove any particles inside the barrel. The areas where pieces run in manufacturing area are protected to reduce particles from generating. Final products in this manufacturing line, for this reference are sampled and they are subjected to visual and functional inspections during the different manufacturing sub-processes according to procedures. While we cannot identify a direct issue, the particle likely generated during the assembly process due to friction during movement of the device within the manufacturing equipment.

Event description:
It was reported while using bd plastipak¿ syringes foreign matter was found in the fluid pathway. There was no report of patient impact. The following information was provided by the initial reporter: upon checks, our pharmacy team noticed small foreign objects that resembled plastic floating in the syringe. It is believed that the objects could not have come from the vial as they are too large to fit through a 19 g needle used.